Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (ess205) (batch no. 12271872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia and paratubal cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and excessive bleeding during menstruation"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), adnexa uteri pain ("fallopian tube area pain") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, migraine, headache, fatigue, alopecia and weight increased outcome was unknown and the adnexa uteri pain and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: current weight 194 lbs. Right- 4 trailing coil, left- 5 trailing coil. Diagnostic results: on (B)(6) 2015, hsg confirmed placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (general), migraines, headaches, fatigue, hair loss, weight gain, fallopian tube area pain, abdominal pain", reporter added from pfs. On 1-mar-2018: reporter, concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)/ anemia due to heavy bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 12271872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type 2 diabetes mellitus, hypertension, high cholesterol and iron low. Concurrent conditions included anemia, paratubal cyst and overweight. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain/ about 80 pounds"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("anemia due to heavy bleeding"). In (B)(6) 2006, the patient experienced menorrhagia ("abnormal and excessive bleeding during menstruation"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced adnexa uteri pain ("fallopian tube area pain") and uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen, iron, colecalciferol (vitamin d), atenolol (atenol), metformin, glimepiride and surgery (hysterectomy (full)/ salpingectomy (bilateral removal)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, migraine, headache, alopecia, weight increased, vaginal haemorrhage, anaemia and uterine leiomyoma outcome was unknown, the genital haemorrhage, fatigue, adnexa uteri pain and abdominal pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 194 lbs. Right- 4 trailing coil, left- 5 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. On (B)(6) 2015, hsg confirmed placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Events were clubbed with previously reported events. Events: vaginal haemorrhage, dysmenorrrhea, anaemia, uterine leiomyoma were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)/ anemia due to heavy bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 12271872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type 2 diabetes mellitus, hypertension, high cholesterol and iron low. Concurrent conditions included anemia, paratubal cyst and overweight. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain/ about 80 pounds"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and haemorrhagic anaemia ("anemia due to heavy bleeding"). In (B)(6) 2006, the patient experienced menorrhagia ("abnormal and excessive bleeding during menstruation"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced adnexa uteri pain ("fallopian tube area pain") and uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen, iron, cholecalciferol (vitamin d), atenolol (atenol), metformin, glimepiride and surgery (hysterectomy (full)/ salpingectomy (bilateral removal)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, migraine, headache, alopecia, weight increased, vaginal haemorrhage, haemorrhagic anaemia and uterine leiomyoma outcome was unknown, the genital haemorrhage, fatigue, adnexa uteri pain and abdominal pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 194 lbs. Right: 4 trailing coil, left: 5 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. On (B)(6) 2015, hsg confirmed placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal and excessive bleeding during menstruation"). The patient was treated with surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results: on (B)(6) 2015, hsg confirmed placement of both essure coils and full occlusion of both tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.